Event description:
Complainant alleged that during biomed testing the device displayed a "system fault 36" message and reported that the "pacer and defib did not work." Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.